Event description:
Procedure: lap chole according to the reporter: at the end of the procedure the surgeon used a suction irrigator through a 5mm port to irrigate the wound. While the surgeon was irrigating the port broke in half.

Manufacturer narrative:
(B)(4).